Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one sealed 6f powerline d/l catheter kit was received for evaluation and one electronic photo was provided for review. Upon visual evaluation, the product tyvek label was noted to be missing from the top of the package. Manufacturing site evaluation states that the product tyvek label was noted to be missing from the top of the package. An initial view showed a sealed package, the front of the outer packaging was observed, and the unit label was not present, no tears or significant damage were observed on the front of the packaging, the back of the packaging showed a literature kit attached to the transparent part of the tray. Therefore, the investigation is confirmed for the reported device markings/ labelling issue. The definitive root cause was determined to be manufacturing related. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a chronic catheter placement procedure, the catheter allegedly received with no label and expiration date. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that prior to a chronic catheter placement procedure, the catheter allegedly received with no label and expiration date. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one sealed 6f powerline d/l catheter kit was received for evaluation and one electronic photo was provided for review. Upon visual evaluation, the product tyvek label was noted to be missing from the top of the package. Manufacturing site evaluation states that the product tyvek label was noted to be missing from the top of the package. An initial view showed a sealed package, the front of the outer packaging was observed, and the unit label was not present, no tears or significant damage were observed on the front of the packaging, the back of the packaging showed a literature kit attached to the transparent part of the tray. Therefore, the investigation is confirmed for the reported no label on outer package issue. The definitive root cause was determined to be manufacturing related. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3. H11: h6 (device). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a chronic catheter placement procedure, the catheter allegedly received with no label and expiration date. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one sealed 6f powerline d/l catheter kit was received for evaluation and one electronic photo was provided for review. Upon visual evaluation, the product tyvek label was noted to be missing from the top of the package. Manufacturing site evaluation states that the product tyvek label was noted to be missing from the top of the package. An initial view showed a sealed package, the front of the outer packaging was observed, and the unit label was not present, no tears or significant damage were observed on the front of the packaging, the back of the packaging showed a literature kit attached to the transparent part of the tray. Therefore, the investigation is confirmed for the reported device markings/labelling issue. The definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (method) h11: e1, h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a chronic catheter placement procedure, the catheter allegedly received with no label and expiration date. The procedure was completed using another device. There was no patient contact.